Event description:
It was reported that there was a shortage between the cannula and stylet which resulted in a failure to obtain the sample. Further investigation found the error happening in the end of stylet. When the gun fires, a great force is applied to the plastic on the end of stylet, making it loose. Then the shortage forms. Patient required additional watching as a hematoma occurred.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was visually inspected and was found with an exposed sample notch area. The device was placed in a magnum instrument, and it was noticed that the stylet was longer than normal. The device failed functional testing by failing to obtain an adequate specimen. It was confirmed that the vl dimension was out of specification.